Manufacturer narrative:
As reported, the patient developed hernia recurrence post-implant of ventralight st mesh for which patient underwent surgical intervention. As reported, the ae has resolved. The clinician has assessed the patient¿s postoperative course as being ¿possibly¿ related to the study device and definitely related to the index procedure, however, based on the information provided, no conclusion can be made. Hernia recurrence is a known inherent risk of hernia repair surgery. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. This MDR represents the ae of hernia recurrence. An additional MDR was submitted to represent an additional ae of seroma. Not returned - remains implanted.

Event description:
Reported per clinical trial (B)(6): on (B)(6) 2015 - subject patient underwent first time recurrent robotic assisted hernia repair procedure for incisional hernia in epigastric location. The size of the hernia defect is 3cm x 8cm. A bard/davol ventralight st mesh, was placed using mechanical sutures. Full skin closure was achieved using adhesive skin closure and surgical glue. The patient was discharged from the hospital on (B)(6) 2015. On (B)(6) 2016 - the patient was diagnosed with midline incisional incarcerated hernia. On (B)(6) 2016 - the patient underwent robotic assisted hernia recurrence repair and a ventralight st mesh was placed and full skin closure was achieved. The patient was discharged on (B)(6) 2016. Per the study clinician, the reported adverse event has been assessed as severe, possibly related to the study device and definitely related to the index procedure. The reported ae does meet the definition of serious (sae) and does not meet an unlisted ade (uade). The outcome for this ae is reported as recovered/resolved.

Event description:
Reported per clinical trial dvl-he-020: on (B)(6) 2015, subject patient underwent first time recurrent robotic assisted hernia repair procedure for incisional hernia in epigastric location. The size of the hernia defect is 3cm x 8cm. A bard/davol ventralight st mesh, was placed using mechanical sutures. Full skin closure was achieved using adhesive skin closure and surgical glue. The patient was discharged from the hospital on (B)(6) 2015. On (B)(6) 2016, the patient was diagnosed with midline incisional incarcerated hernia. On (B)(6) 2016, the patient underwent robotic assisted hernia recurrence repair and a ventralight st mesh was placed and full skin closure was achieved. The patient was discharged on (B)(6) 2016. Per the study clinician, the reported adverse event has been assessed as severe, possibly related to the study device and definitely related to the index procedure. The reported ae does meet the definition of serious (sae) and does not meet an unlisted ade (uade). The outcome for this ae is reported as recovered/resolved.

Manufacturer narrative:
As reported, the patient developed hernia recurrence post-implant of ventralight st mesh for which patient underwent surgical intervention. As reported, the ae has resolved. The clinician has assessed the patient¿s postoperative course as being ¿possibly¿ related to the study device and definitely related to the index procedure, however, based on the information provided, no conclusion can be made. Hernia recurrence is a known inherent risk of hernia repair surgery. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. This MDR represents the ae of hernia recurrence. An additional MDR was submitted to represent an additional ae of seroma. Addendum: h11: this is an addendum to the previously submitted MDR to correct relevant test & lab data, correct expiry date, to update relevant history and to report the lot release date. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned - remains implanted.